Event description:
Additional information received per the medical records indicate that the patient has a history of hypertension, depression, chronic obstructive pulmonary disease, coronary artery disease, tobacco use, alcohol abuse, osteoarthritis, bronchitis, emphysema, irritable bowel syndrome, bilateral inguinal hernia repairs and tendon repair of left elbow. The patient had two drug allergies: ciprofloxacin and codeine. The patient¿s recent medical history included chest pain, shortness of breath, deep vein thrombosis (dvt), bilateral saddle pulmonary emboli, peripheral infiltrates of the right lung, pulmonary infarction, a small right pleural effusion, and pulmonary embolism (pe).   Additional information received per the patient profile form (ppf) states that the patient experienced fracture, perforation of filter strut(s) outside the inferior vena cava (ivc), tilt, severe stenosis at the inferior aspect of the filter, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately eleven years and nine months after the index procedure. The patient also experienced fear related to the filter. One week before the index procedure, the patient presented to the emergency room (ER) with chest pain and shortness of breath. Venous ultrasound performed the next day noted deep vein thrombosis (dvt) of the left leg from the distal thigh into the proximal calf, no dvt on the right. Computed tomography (CT) angiogram showed moderately large bilateral saddle pulmonary emboli, peripheral infiltrates of the right lung, possibly related to pulmonary infarction and a small right pleural effusion. The indication for the filter placement was pulmonary embolism (pe) and concern for non-compliance due to patient¿s excessive drinking. The filter was placed via right femoral access. The patient was discharged ten days after admission. Four years and nine months after the index procedure that patient had an aortobifemoral bypass graft with 16x8 bifurcated hemashield, thrombectomy of infrarenal aorta, balloon angioplasty and stent placement in the infrarenal aorta with a 14x4 balloon and a 10x29 palmaz stent was performed for aortoiliac occlusive disease with severe stenosis of the infrarenal abdominal aorta. Six years and eight months after the index procedure the patient presented to the ER with complaints of right groin pain. A CT scan revealed a possible strangulated hernia. The infrarenal aorta was occluded as well as the aorto-femoral bypass graft and possible infection of the graft. The patient was admitted and taken to surgery where an abscess was identified. Incision and drainage of the abscess was performed. The patient was transferred to another facility for more comprehensive care. Six days later the patient underwent bilateral axillary to superficial femoral artery bypasses with ring reinforced 8-mm ptfe graft for an infected aorto-iliac graft. The following week the patient underwent surgery for removal of the infected graft. Six years and nine months after the index procedure the patient experienced a hematoma of the left groin. No further treatment was provided at that time. Approximately three weeks later a CT angiogram was performed of the chest, abdomen, pelvis and femoral runoff. Results of the scan noted occlusion/ligation of the common femoral arteries bilaterally; occlusion of the aorta at the origins of the renal arteries; the common, external and iliac arteries were occluded bilaterally and the inferior mesenteric artery was also occluded. The ivc filter was in the infrarenal segment with the hook tilted towards the left renal vein. Approximately thirteen years and three months after the index procedure the patient underwent a CT scan of the abdomen to evaluate the ivc filter. The scan revealed that the tip of the filter was 5.4cm below the right renal vein, the filter was tilted laterally at 30 degrees, the tip penetrated the caval wall by approximately 2mm, a suspected broken strut at the 1 o¿clock position. The fractured strut appears to have deviated left laterally into the residual stenotic stump of the aorta. The struts at the 3, 7, 9 and 12 o¿clock positions all penetrate up to 4mm. The 5 o¿clock strut does not appear to penetrate the wall and appears to be supported by the adjacent vertebral body. The ivc was severely stenotic at the inferior aspect of the filter. A large abdominal ventral hernia, a second ventral hernia right of midline and a third residual hernia were also noted.

Manufacturer narrative:
It was reported that a patient was treated with a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused blood clots, filter tilt, fracture, perforation, and stenosis. The patient reported becoming aware of the events approximately eleven years and nine months post implant. The patient also reported fear related to the filter. According to the medical records the patient's medical history is noted for hypertension, depression, chronic obstructive pulmonary disease, coronary artery disease, tobacco use, alcohol abuse, osteoarthritis, bronchitis, emphysema, irritable bowel syndrome, bilateral inguinal hernia repairs and tendon repair of left elbow. The patient had two drug allergies: ciprofloxacin and codeine. The indication for the filter placement was deep vein thrombosis of the left leg from the distal thigh into the proximal calf and large bilateral saddle pulmonary embolism (pe) and concern for non-compliance due to patient¿s excessive drinking. The filter was placed via right femoral access. The patient was discharged ten days after admission. Approximately four years and eleven months post implant a CT angiogram was performed of the chest, abdomen, pelvis and femoral runoff. Results of the scan noted occlusion/ligation of the common femoral arteries bilaterally; occlusion of the aorta at the origins of the renal arteries; the common, external and iliac arteries were occluded bilaterally, and the inferior mesenteric artery was also occluded. The ivc filter was in the infrarenal segment with the hook tilted towards the left renal vein. Approximately thirteen years and three months post implant a CT scan of the abdomen was performed to evaluate the ivc filter. The scan revealed that the tip of the filter was 5.4cm below the right renal vein, the filter was tilted laterally at 30 degrees, the tip penetrated the caval wall by approximately 2mm, a suspected broken strut at the 1 o¿clock position. The fractured strut appears to have deviated left laterally into the residual stenotic stump of the aorta. The struts at the 3, 7, 9 and 12 o¿clock positions all penetrate up to 4mm. The 5 o¿clock strut does not appear to penetrate the wall and appears to be supported by the adjacent vertebral body. The ivc was severely stenotic at the inferior aspect of the filter. A large abdominal ventral hernia, a second ventral hernia right of midline and a third residual hernia were also noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. Please note that the contact is not a medical professional but a more accurate choice is not available. As reported, a patient was treated with a trapease inferior vena cava (ivc) filter which subsequently malfunctioned and caused injury, damage, including, but not limited to blood clots after filter implant, filter tilt, fracture, perforation, and stenosis. The indication for filter placement is not available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to blood clots, s/p filter, filter tilt, fracture, perforation, and stenosis.